Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod at the time medical attention was sought. Medical attention was required following issues reported with multiple pods. The patient reported that two pods had previously failed and were replaced, and that an additional pod subsequently failed with an unspecified hazard alarm during operation. Following the pod failure, the patient required hospitalization for diabetic ketoacidosis (dka). Medical attention was sought on (B)(6) 2026. The patient was hospitalized for three days and discharged on (B)(6) 2026. Symptoms reported at the time of seeking medical attention included vomiting. The diagnosis at presentation was not directly confirmed, as the patient became unresponsive during the initial contact; however, dka was reported. Medical management included treatment with an insulin drip.